Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information. (B)(6). Need repair information.

Event description:
It was reported during a daily check by the customer the cs100 intra-aortic balloon pump (iabp) unit was beeping continuously. It was found that the main board is not working. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, d9, e1, g3, g6, g7, h2, h3, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected fields: b5, d1, d4, h6 (medical device - problem code, component codes). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse observed that the system was giving continuous beeping when it switched on. And, the fse found the problem with the main board. So, in order to fix the issue, the fse replaced the main board. The fse then checked the unit and it was working fine and ready for use. The unit was handed over to the customer in good working condition.

Event description:
It was reported during a daily check by the customer the cs100 intra-aortic balloon pump (iabp) unit was beeping continuously. There was no patient involvement, and no adverse event was reported.